Manufacturer narrative:
Device received with critical pump error (open book) due to moisture damage electronics. Unable to performed download due to moisture damage. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to verify pump error 130 due to download difficulties (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump got pump error alarm. Customer was able to successfully clear alarm. Customer was able to complete rewind. The insulin pump successfully complete steps in displacement verification test. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.